Event description:
It was reported that the patient received inappropriate therapy due to lead noise. The lead exhibited high/undefined pacing impedance, and was suspected for fracture. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.